Event description:
It was reported that a malfunction occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "the nurse noticed that the priming was not smooth in using the connector, which caused failure in dispensing. The medicine overflew when operating by more force."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a malfunction occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "the nurse noticed that the priming was not smooth in using the connector, which caused failure in dispensing. The medicine overflew when operating by more force."